Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. Details of surgery: primary stability not achieved. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.